Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice (hc) machine during drain cycle 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line, aseptically, during a dwell cycle to go to the bathroom. The home pt stated they fell asleep and woke to the hc machine going into the drain cycle and alarming. The home pt then reconnected their transfer set to the pt line and tried to recycle the hc machine on and off. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.